Event description:
Customer reported high blood glucose readings of 600 mg/dl. Customer stated that they have treated with an insulin pen. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery and a low reservoir alarm were noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.